Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the distal segment of the lead was returned and analyzed. Analysis revealed an outer insulation breach with bi/multi-lumen tubing voids. It was noted that the extrinsic overlay tubing was kinked/buckled, melted, and cut. Cosmetically the insulation overlay tubing displayed environmental stress cracking (esc). Blood ingression was observed on the overlay tubing and the distal end electrode was covered with blood. The defibrillation- superior vena cava (svc) exposed coil was kinked/buckled. (B)(4)implantable pacing lead (B)(6) 2002; (B)(4) implantable cardioverter defibrillator (B)(6) 2004; 6570 stent (B)(6) 1997. (B)(4).

Event description:
The right ventricular lead was returned to the manufacturer after being prophylactically capped and then explanted. The lead subsequently tested out of specification during manufacturer¿s analysis. It was also reported that the lead was fractured. No patient complications have been reported as a result of this event.